Event description:
When the cnra [certified registered nurse anesthetist] tried to push her meds, she met resistance. She was not able to flush anything through the IV. She would have pulled the IV and started a new one except I happened to be the rn (registered nurse) that started it and knew it was working. Instead, we removed the baxter IV connector and connected directly to the IV. It then worked flawlessly for the case. If I had not prepped the patient myself, we would have replaced her IV for no reason.